Manufacturer narrative:
The device was returned to the regional repair center for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced blurry image problems. The issue occurred during the set up and inspection for use, and there were no reports of patient involvement.